Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the small battery drive device ran by itself, and was making a noisy sound. During service and evaluation, it was observed that the device control unit was not functioning. It was noted that the device was tested and was not able to operate. It was further noted that the device failed pre-repair diagnostic tests for the off/osc/on switch mode function. It was not reported if the device was used in a surgical procedure. It was reported that there was no delay to a scheduled surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.